Manufacturer narrative:
Initially, it was assessed that the device had a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab observed on (B)(6) 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. Therefore, the returned condition remains assessed as a MDR reportable issue. Device evaluation was completed on (B)(6) 2020: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. The hemostatic valve on the a carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken. It broke into two or more separate pieces. The sheath was never inserted to the patient¿s body. No patient consequences were reported. The sheath was replaced and the procedure was continued and subsequently completed. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device .the dislodged condition noted on the hemostatic valve was related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure. However, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. The hemostatic valve on the a carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken. It broke into two or more separate pieces. The sheath was never inserted to the patient¿s body. No patient consequences were reported. The sheath was replaced and the procedure was continued and subsequently completed. This event was assessed as a MDR reportable hemostatic valve separation issue.